Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent primary surgery for olecranon fracture with wire and va olecranon plate. The surgeon performed tension band fixation for the olecranon fracture, but the tear occurred, so the inserted wire was removed and tension band fixation was performed again. The surgeon then used a va olecranon plate on top of it. The surgery was completed successfully without any surgical delay. Postoperatively, exposure of the plate was confirmed through the wound. Therefore, only the plate was scheduled to be removed on (B)(6) 2025. No further information is available. This report is related to (B)(4) which reports a tear occurred in the primary surgery. This complaint reports the plate which was exposed postoperatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review product code: 04.107.102s lot number : 57080p6 release to warehouse date : 06. Mar. 2025 expiration date :01. Mar. 2035 supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.